Event description:
It was reported that a difficult plunger occurred during use with a syringe 0.3ml 31ga 8mm. The following information was provided by the initial reporter. "The plunger rod can not move. It was also reported that when trying to draw insulin the plunger rod keeps falling out." 7 occurrences were reported, but the dates/times were not given.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch#: 8302891. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200787695] noted for dry barrels. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a difficult plunger occurred during use with a syringe 0.3ml 31ga 8mm. The following information was provided by the initial reporter, "the plunger rod can not move. It was also reported that when trying to draw insulin the plunger rod keeps falling out." 7 occurrences were reported, but the dates/times were not given.